Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump was emitting a double beep sound without a cassette. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the device was found double beeping with a cassette attached. The downstream sensor caused this issue and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.